Event description:
Customer reported inaccurate sensor readings. He stated this morning his sensor reading was 110 mg/dl, but his actual blood glucose was 250 mg/dl. Currently, the sensor appears to be accurate. Customer's sensor currently reads 146 mg/dl, and his actual blood glucose is 120 mg/dl. Customer as advised to upload to carelink to better track the sensors. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.